Event description:
It was reported that this pacemaker was explanted due to an safety mode. The device was checked the week before in office and was in elective replacement indicator (eri). No additional adverse patient effects were reported.